Event description:
The customer stated he had been getting blood glucose readings such as 475, 600 and 410mg/dl on the breeze2 meter. On one occasion, he gave himself 20 units of insulin and then passed out. His wife gave him a glucose injection and ultimately he was fine. Customer is to return the test strips for evaluation. Replacement meter and strips were sent to him.